Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. The fiber was received in two pieces. A body break between the fiber and the connector was observed, therefore, the reported event is confirmed. Microscopic inspection of the tip indicated it was good and unused. Inspection of the fiber area where the connector was separated was performed, and the fiber jacket had burn marks. Fiber connector showed no defects. Additionally, the connector was connected to the console and showed that the fiber was not used, treatment used - 0 treatment left - 1. It is likely that procedural handling of the device during set-up, may have contributed to the fiber break. There could have been a microfracture and when it was connected to the console cause the fiber to overheat leading to the fiber not firing and the separation of the fiber body from the connector. According to the instructions for use - IFU, ensure the fiber is properly handled so that it is not damaged by being stepped on, pulled, left lying in a vulnerable position, kinked or tightly coiled. Based on analysis and the information available, the interaction between the user and device, caused or contributed to the observed fiber break and reported event.

Event description:
It was initially reported that prior to procedure it was found that the fiber would not fire. Analysis of the returned product found a body break between the fiber and the connector. There was no reported permanent impairment or injury to the patient.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. The fiber was received in two pieces. A body break between the fiber and the connector was observed, therefore, the reported event is confirmed. Microscopic inspection of the tip indicated it was good and unused. Inspection of the fiber area where the connector was separated was performed, and the fiber jacket had burn marks. Fiber connector showed no defects. Additionally, the connector was connected to the console and showed that the fiber was not used, treatment used - 0 treatment left - 1. It is likely that procedural handling of the device during set-up, may have contributed to the fiber break. There could have been a microfracture and when it was connected to the console cause the fiber to overheat leading to the fiber not firing and the separation of the fiber body from the connector. According to the instructions for use - IFU, ensure the fiber is properly handled so that it is not damaged by being stepped on, pulled, left lying in a vulnerable position, kinked or tightly coiled. Based on analysis and the information available, the interaction between the user and device, caused or contributed to the observed fiber break and reported event.

Event description:
It was initially reported that prior to procedure it was found that the fiber would not fire. Analysis of the returned product found a body break between the fiber and the connector. There was no reported permanent impairment or injury to the patient.